Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation determined that the reported balloon rupture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional armada balloon device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion located in the popliteal to superficial femoral artery. The artery was heavily calcified. The 6.0 x 200 mm armada 18 balloon catheter was advanced to the lesion, without resistance felt, and inflated one time to 8 atmospheres at which time the balloon ruptured. The 5.5 x 200 mm armada 18 balloon catheter was advanced, again without resistance felt, and inflated one time to 8 atmospheres when it also ruptured. It was stated that the balloon ruptures were due to the heavily calcified artery. The balloon inflations were determined to be sufficient; therefore, the procedure continued on successfully with the placement of a stent for treatment. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.